Manufacturer narrative:
Only patient sex provided. Type of procedure was a t9-s1 posterior spinal fusion with a pre-op diagnosis of myelopathy. There were no patient symptoms or complications or any additional treatment performed as result of this event. The customer will not release any exams or medical records.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported the driver tip broke off, however, no fragments were left in the patient. Surgery continued and was completed without the navigated screwdriver. Return requested for suspect solera driver 5.5/6.0. Replacement solera driver sent to site. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Correction: correction to d4 as the lot number was listed in the serial number field on the initial 3500a. The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the instrument had been broken off. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use. The device was replaced to resolve the issue. The issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, a solera driver 5.5/6.0 was broken. The driver tip broke off, however, no fragments were left in the patient. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure without the navigated screwdriver. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.